Event description:
It was reported that the cuff was drilled. No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths/ICU medical. The cuff of the returned sample was inflated using a syringe and the product was submerged under water to detect any leakage. Leakage was observed coming out from the seal in the cuff. The cuff length was inside specification since it was 49mm and the specification is between 48mm and 51mm. The most probable root causes are: incomplete sealing due to incorrect positioning of the cuff. Lack of detection by production personnel. The following actions were taken: creation of a visual aid to indicate the correct position of the cuff according to mp tpol-tj080 polar tracheal tube - assemble (wet) cuff to tracheal tube and reference it on the procedure. (B)(4) originated on 24sep2018. Retraining with production personnel on the procedure mp tpol-tj080 polar tracheal tube - assemble (wet) cuff to tracheal tube by the production supervisor and quality engineer on 24sep2018. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.